Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and high impedance. The patient presented for the procedure. During the procedure, the lead was attempted to be repositioned however, the helix had tissue caught in it. The lead was explanted and replaced. The patient was in stable condition.